Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified left anterior descending artery. After a stent was deployed, a 1.20mm x 8mm emerge¿ balloon catheter was advanced for a kissing balloon technique. First dilatation was performed at the main trunk inside the stent; however, when the device was attempted to advance into the side branch, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. There were no patient complications nor injury reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the emerge balloon catheter. The balloon and tip were microscopically examined. There was blood in the hub, inflation lumen, guidewire lumen, and balloon. The balloon was loosely folded. There were numerous kinks throughout the hypotube. The outer shaft was torn from the exit notch distally for 5 mm and the exit notch was damaged. The damage to the shaft is consistent with damage that can occur due to interaction with a guidewire. Microscopic examination of the balloon revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the torn shaft. The balloon was unable to inflate due to the damaged shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified left anterior descending artery. After a stent was deployed, a 1.20 mm x 8 mm emerge¿ balloon catheter was advanced for a kissing balloon technique. First dilatation was performed at the main trunk inside the stent; however, when the device was attempted to advance into the side branch, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. There were no patient complications nor injury reported.